Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. Rupture: observed an opening assessed as unidentified (tear) opening. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "implant rupture". This record is for the right side. Healthcare professional reported "hole in radius (edge)". Later healthcare professional reported "presence of biocell textured implants". This record is for the right side. Device has been explanted and replaced.

Event description:
Healthcare professional reported "implant rupture". This record is for the right side. Healthcare professional reported "hole in radius (edge)". Later healthcare professional reported "presence of biocell textured implants". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.